Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was visually inspected and found with a dislodged component. The retaining ring and gear roll out from camera instrument adapter was found dislodged (the ring was not returned). Additionally, the endoscope had an error 5852 which stated as severe damage found on cable jacket on the zone a and an error 5853 which stated as severe damage found on cable jacket at zone b.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the grey locating collar that slides over the endoscope/camera shaft was dislocated. The procedure was completed with no reported injury.